Event description:
A sp0224 was reported to have the lumbar catheter become disconnected from the luer pin connector. As a result, there was cerebrospinal fluid that drained out, but there was no injury to the pt. The unit had to be replaced.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.